Manufacturer narrative:
Device evaluated by manufacturer: the sentinel cps was returned for analysis with the proximal filter unsheathed, the articulating distal sheath relaxed, the distal filter unsheathed, and the stylet loaded on the tip. Functional testing was performed, and flushing was successfully performed through the front handle, rear handle, and distal filter slider #3 flush ports without issue. The distal filter was able to be recaptured and re-deployed using the distal filter slider #3 without issue. Device analysis was unable to confirm the reported distal filter failure to deploy and device separation.

Event description:
It was reported that device separation occurred. A sentinel cerebral protection system (cps) was selected for use for embolic protection during a transcatheter aortic valve replacement (tavr) procedure. The sentinel cps was advanced into the patient anatomy. The distal filter was deployed but misfired, which was suspected to be caused by the calcified arteries. The sentinel cps was removed and exchanged for another to complete the tavr procedure. Once the original sentinel cps was removed from the anatomy, it was further inspected and noted that one of the two footplates was missing. It could not be found within the body and the physician was not sure if broke off inside the patient or it was missing prior to insertion into the anatomy. No patient complications occurred.

Event description:
It was reported that device separation occurred. A sentinel cerebral protection system (cps) was selected for use for embolic protection during a transcatheter aortic valve replacement (tavr) procedure. The sentinel cps was advanced into the patient anatomy. The distal filter was deployed but "misfired", which was suspected to be caused by the calcified arteries. The sentinel cps was removed and exchanged for another to complete the tavr procedure. Once the original sentinel cps was removed from the anatomy, it was further inspected and noted that one of the two footplates was missing. It could not be found within the body and the physician was not sure if broke off inside the patient or it was missing prior to insertion into the anatomy. No patient complications occurred.